Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit had an alarm led error. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
MFR received date: 04 sep 2019. Date of report: 12 sep 2019. The manufacturer¿s field service engineer (fse) confirmed there was no issue with the touchscreen, and the touch screen was not replaced. However, top cover was damaged. The fse also confirms the battery was over five years old. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that unit had an alarm led error. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 17aug2019. This MDR covers prid (B)(4). (Cracked enclosure), prid (B)(4). (Battery not charging), and prid (B)(4). (Touchscreen failure). The customer reported that unit had an alarm light emitting diode (led) error. During repair, the field service engineer (fse) reported and confirmed the top cover damage, touchscreen failure, and battery was not charging. The fse replaced the power switch overlay, touchscreen, top cover, and battery address the reported problem. The fse confirmed receipt of the parts, device repaired, and returning the unit back to service.corrected data: there was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.